Event description:
It was reported by the aci sales professional that a (B)(6), underwent an elective diagnostic coronary catheterization procedure on (B)(6) 2012. The patient's blood pressure reading was 147/74 mmhg. The patient was anticoagulated peri-procedure with clopidogrel (plavix). Access was obtained with a 6f st. Jude sheath via a retrograde approach. Following the catheterization procedure, the physician chose the mynxgrip vascular device 6f/7f to close the access site. It was reported that the device balloon ruptured, and a hematoma described as approximately 2 cm developed at the access site. Manual compression was applied at the access site for 8 minutes. The patient was ambulated after the procedure 6 hours and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1202503) indicated that the mynx lot met all established performance criteria prior to shipment.